Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system monitor ((B)(6)) displaying glitched values was not confirmed, however the issue was said to have been resolved by rebooting the device. The system monitor was said to have appropriately displayed all pump parameters. No additional files were associated with the event, and the system monitor was not returned for analysis. The root cause of the reported event was unable to be determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The device history records were reviewed and the records revealed the system monitor was manufactured in accordance with manufacturing and quality assurance specifications. System monitor (serial number (B)(6)) was shipped to the customer on 10feb2011. The heartmate ii instructions for use (IFU) (rev. H, section 4 ¿system monitor¿) instructs users on how to properly set up and use the system monitor. The heartmate ii IFU (rev. H, section 4 ¿system monitor¿) recommends that users contact abbott if the system monitor¿s screen is malfunctioning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there appeared to be a glitch in the system monitor. The numbers/values on the screen were "glitching" especially, the pulsatility index (pi) value. The patient was fine and there were no alarms at time of the event. The device was working as intended otherwise. The patient was switched to battery power while the system monitor was powered down for 2 minutes. When reconnected/reevaluated, it was noticed that the issue was fixed and the system monitor was displaying all pump parameters.